Event description:
It was reported that during a procedure using the coblator 2 system, the flow control valve was not functioning properly. The procedure was completed with this device, however, due to this issue, the procedure took an additional 2 hours more than expected. There were no pt complications reported as a result of this event.